Manufacturer narrative:
Date of event: (B)(6) 2018. A follow-up report will be submitted once the evaluation is complete.

Event description:
It was reported that the unit turns off and additionally, runs on battery while connected to a power source. There was no patient or user harm reported. The event date was not provided, therefore an estimate has been used.